Event description:
The patient underwent coil embolization for aneurysm in mca bifurcation. Due to occluded lower extremities, a decision was made to access the aneurysm through the right brachial artery. Advancement of the penumbra microcatheter and synchro 2 soft microwire were unsuccessful. The synchro was exchanged for an expedion 10 but then the penumbra microcatheter kinked. A 45 degree penumbra microcatheter was exchanged but was also kinked. This was removed and a new 45 degree penumbra microcatheter was inserted to access r mca with no complications. The two kinked catheters were not associated with any adverse events. Following this case the coil embolization continued. The first three coil insertions resulted in partial occlusion of the m2 and were removed. The physician then chose to undersize the following coils in order to avoid dislodgment and seven coils were deployed into the aneurysm. Raymond I occlusion was achieved in one half and iii in another. Patient awoke in preangiographic neurologic condition.

Manufacturer narrative:
This device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.